Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. DHR review was completed. Part number: 338.31; synthes lot number: 6617527; supplier lot number: n/a; release to warehouse date: 25-mar-2011; expiration date: n/a; manufactured by synthes (B)(4). Non-conformance was generated during production for (B)(4) parts with excess braze. One part was scrapped and (B)(4) parts were re-worked and accepted. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown procedure on an unknown date, surgeon was connecting the dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw to the lag screw prior to implanting the lag screw, when the coupling screw seemed to cross thread and the threaded tip broke off. Another dhs/dcs coupling screw and lag screw were retrieved from another dhs/dcs set to complete the procedure. It is not known if surgery was delayed. Patient outcome was not reported. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant device added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: lag screw (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was no allegation against the lag screw as it was implanted in the patient with another available dhs coupling screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 338.31; synthes lot number: 6617527; supplier lot number: n/a; release to warehouse date: march 25, 2011; expiration date: n/a; manufactured by synthes jennersville. A nonconformance record (ncr) was generated during production for 12 parts with excess braze. 1 part was scrapped and 11 parts were re-worked and accepted. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: flow: broken. Visual inspection: the dynamic hip and condylar screw system (dhs/dcs) coupling screw (part # 338.31, lot # 6617527, mfg 25-mar-2011) was received at us cq with the threaded tip of the coupling screw broken. The break was at the beginning of the threaded portion of the coupling screw and the threaded portion was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis performed on the shaft diameter of the coupling screw proximal to the threaded portion measured 3.99 mm (caliper ca215p). This is within specification of 3.97 ¿ 4.05 mm, based on drawing. The larger shaft diameter distal to the threaded shaft portion of the coupling screw measured 4.75 mm (ca215p.) This is within specification of 4.50 ¿ 4.85 mm, based on drawing. The inner shaft diameter at the point where the threaded shaft portion of the coupling screw broke measured 2.63 mm (ca215p.) This is within specification of 2.60 ¿ 2.75 mm, based on drawing. Document/specification review: the drawings were reviewed. An ncr was generated during production for 12 parts with excess braze. 1 part was scrapped, and 11 parts were re-worked and accepted. Even though this ncr was generated during production of these parts it would have no contribution to the distal threaded tip of the coupling screw breaking during usage. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the dynamic hip and condylar screw system (dhs/dcs) coupling screw (part # 338.31, lot # 6617527) was received with the distal threaded tip of the coupling screw broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces while the customer was trying to attach it to the lag screw. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.